Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. The atp testing and the shaft temperature below the spec suggest a compromised thermal insulation vacuum sleeve. The ice ball size was unable to be recognized during atp testing due to the shaft being covered with frost. The vacuum sleeve external surface was found to have soldering flux and tin residuals. No leak was found on the vacuum sleeve external surface. A visual inspection of the heater wires was done after needle disassemble. No damage to the wire insulation on the heater wire was found.

Event description:
It was reported there was needle shaft frost. An icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure in the lung. There was approximately 5cm of the needle shaft outside the skin. Within 20-30 seconds of the initial freeze, the needle shaft frosted over and there was frost on the skin. Warm saline was used around the skin. Three freeze cycles were completed. At the end of the procedure the needle was able to fast thaw but was not able to come to temperature or complete the cautery function. There were no patient complications.

Event description:
It was reported there was needle shaft frost. An icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure in the lung. There was approximately 5cm of the needle shaft outside the skin. Within 20-30 seconds of the initial freeze, the needle shaft frosted over and there was frost on the skin. Warm saline was used around the skin. Three freeze cycles were completed. At the end of the procedure the needle was able to fast thaw but was not able to come to temperature or complete the cautery function. There were no patient complications.